Event description:
Procedure: laparoscopic splenectomy. Reportedly, the device was applied to the splenic hilum. The embolotherapy was performed with a balloon for the splenic artery. A few hours after the surgery, the patient's blood pressure dropped rapidly and bleeding of approximately 1000cc occurred. The patient was returned to surgery but the report indicates the staples were formed properly and the cause of the bleeding is not clear.